Event description:
It was reported that the gastrointestinal videoscope when it is connected it gave error code scope communication error and camera sources shuts off. The issue occurred during inspection for use. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported b30 error failure was confirmed. Based on the results of the investigation, a root cause could not be identified for this error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.